Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-00836. Medical product: tibial drill cemented 15.7 mm diameter, item# 42539901810, lot# 56574408. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a drill and a drill guide cold welded together. The devices come apart in the sterile processing department when cleaning, however, it is suspected that there is an issue with the drill. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned products identified signs of use. Both instruments shows nicks and gouges along the mating sections. The mating dimension was reviewed and found to be conforming to the print specifications. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon further investigation and evaluation, it was determined that this event was reported in error. This event is not reportable.

Event description:
No further event information available at the time of this report.